Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 408 mg/dl and after delivering a bolus, the bg level was not lowering. An insulin injection was administered to address the bg level. The cartridge and infusion set were changed. The contact stated that the insulin drop exiting from the infusion set tubing appeared to be half the size of a drop of insulin from a syringe. Tandem technical support had the contact perform a system check and the contact indicated that sufficient drops were now observed exiting from the tubing. The contact stated that the infusion set site was to be changed again.